Manufacturer narrative:
(B)(4). The previously reported peritonitis event was coincident with continuous ambulatory peritoneal dialysis (capd) therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). On an unknown date in (B)(6) 2016, during hospitalization, the patient experienced peritonitis manifested by abdominal pain. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was reported that during the hospitalization for an unrelated indication, the patient experienced peritonitis manifested by abdominal pain. The cause of the peritonitis was unknown. Treatment for the event was unknown. At the time of report, hospitalization was ongoing and the patient was recovering from the event. Dianeal therapy was discontinued (no current therapy modality was reported). No additional information is available.